Event description:
Patient reported a severe hyperglycemic event with a blood glucose (bg) level of 1114 mg/dl, leading to hospitalization for two days. Patient was wearing the pod on the arm with duration use of between 24 and 36 hours. Despite multiple correction attempts, patient was unable to control glucose levels and later lost consciousness and was transferred to the hospital while still wearing the pod. Symptoms included nausea and fainting, with limited recall of the episode. Physicians suggested that this was very likely a pod failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. . Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm stopped the delivery of insulin due to the empty reservoir. No timeouts or drive stalls were observed in the data. Inspection of the patient history buffer (phb) data found that the system operated in manual mode for the entirety of the pod runtime. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.